Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was recreated with isometrics. Moreover, there was no oversensing noted. Further information was received indicating that cause of noise was not determined. This rv lead was then abandoned surgically. No additional adverse patient effects were reported.